Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump data logs did not show any alerts and alarms had occurred prior to the shutdown. Reportedly, the customer successfully turned the pump back on. There was no reported impact to the customer's blood glucose level.